Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a vascular dissection and myocardial infarction are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Event description:
The viperwire advance guide wire and diamondback 360 coronary orbital atherectomy device (oad) were advanced to a 3.5-4.0mm, 80% stenosed, heavily calcified right coronary artery (rca). The oad was spun on low speed for two treatments. During the second treatment, the oad stopped unexpectedly by itself, and it was unknown if the oad led lights stayed illuminated. A major dissection was observed. A stent was placed to treat the dissection. The patient was admitted to intensive care unit (ICU) for treatment of the right ventricular infarction and failure. It was the physician's opinion the dissection was caused by the viperwire prior to treatment with the oad, but the dissection was not detected, and the dissection may have caused or contributed to the infarction and failure. Patient status update provided on (B)(6) 2024, the patient has not yet been discharged but the patient's condition has improved. The temporary pacemaker is no longer needed, and the patient has been moved out of the ICU.